Event description:
It was reported that during preparation, when the packaging was opened, the device was found damaged. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. The returned percuflex stent was analyzed, during the visual inspection and device inspection using magnification, there is evidence of the stent coil torn where the suture hole torn until the tip. Additionally, the suture did not return indicating that it was removed. The reported event of stent shaft break will not be confirmed. This failure could has caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device. Consequently, affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since problems were traced to the user not following the manufacturer's instructions the IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that during preparation, when the packaging was opened, the device was found damaged. The procedure was completed with another of the same device. The patient condition following procedure was stable.